Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 12/4/2018. Device evaluation summary: it was reported that a 40-year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 225cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician. The device contained no fluid upon receipt by mentor. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the mentor product analysis lab observed that the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 225cc saline prosthesis, catalog #3502225, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 225cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician. As a result, the device was explanted on (B)(6) 2018.